Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an onyx had poor visualization. There was no patient associated with this event. The device was prepared as indicated in the package insert.  In the case of arteriovenous malformation (avm), onyx was injected from the inflow blood vessel, but the visibility was poor, so it was replaced with a new one. Setting speed of mixing was 8. Mixing time was more than 20 minutes. The onyx vials did not sit more than 5 minutes prior to injection. Continued mixing until immediately before using the onyx.